Event description:
It was reported that during a follow up visit the physician noted a low r wave amplitude with no capture. The lead was repositioned and all electrical signals stabilized and were within acceptable ranges.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.